Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest. They attempted to deliver a shock to the patient, but it didn't appear that the device shocked the patient. A back up device was obtained and used to deliver a shock to the patient. The patient involved in the reported event is deceased. The healthcare professional on the scene advised physio-control that the device use did not contribute to the outcome of the patient as there was minimal delay in obtaining a back up device and using that to continue patient care.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest. They attempted to deliver a shock to the patient, but it didn't appear that the device shocked the patient. A back up device was obtained and used to deliver a shock to the patient. The patient involved in the reported event is deceased. The healthcare professional on the scene advised physio-control that the device use did not contribute to the outcome of the patient as there was minimal delay in obtaining a back up device and using that to continue patient care.